Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent received hemodialysis treatment on (B)(6) 2010 and subsequently experienced a myocardial infarction, before expiring on (B)(6) 2010, after the use of the product.